Event description:
It was reported that the procedure was to treat the right internal carotid artery (rica) with moderate calcification, moderate tortuosity and 70% stenosis. The barewire and emboshield nav 6 embolic protection system (eps) were advanced; however, it was noted that the tip of the barewire was unable to maneuver and lacked support, thus preventing the eps from crossing the lesion. The tip was noted to be floating. A photo provided shows there may be a core break, held together by stretched coils. Another eps was used in the procedure. There was no reported adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched tip coils and break were confirmed. The reported failure to advance and lack of support could not be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. The reported failure to advance was likely due to anatomical conditions. It is likely that during the attempt to advance into the 70% stenosed lesion, the barewire tip became compromised and stuck in the lesion preventing further advancement. Additionally, during removal with the barewire tip trapped in the lesion, it is likely that the tip coils became stretched, resulting on the core break. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.